Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) were unable to convert ventricular fibrillation (vf) during implant testing. The patient was successfully converted with external defibrillation. The implant procedure was completed, therapy was disabled and the patient was sent home with a lifevest. The patient was seen in clinic two weeks post implant and defibrillation threshold (dft) testing was repeated without successful conversion of vf and the patient was converted with external defibrillation. An invasive procedure was then performed. The system was explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) were unable to convert ventricular fibrillation (vf) during implant testing. The patient was successfully converted with external defibrillation. The implant procedure was completed, therapy was disabled and the patient was sent home with a lifevest. The patient was seen in clinic two weeks post implant and defibrillation threshold (dft) testing was repeated without successful conversion of vf and the patient was converted with external defibrillation. An invasive procedure was then performed. The system was explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.